Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) had a charge timeout alert after the patient received 16 appropriate shocks during a ventricular fibrillation (vf) storm. The patient was taken to the hospital where medication converted the rhythm. There were no patient consequences.